Event description:
It was reported that 1 day after the rx acculink stent implantation in the left internal carotid artery, the patient experienced a stroke with intermittent confusion and aphasia. MRI showed 5 small areas in the left middle cerebral artery consistent with microemboli. No treatment was provided. The patient is improving, but the condition persists. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke, emboli and neurological event are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.